Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months (calculated from the date the system controllers was issued to the patient to the event date) the system controller is expected to be returned for investigation. It has not been received. The 11 v lithium-ion back-up battery was discarded at the user facility and the lot number is not available. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on the morning of (B)(6) 2016, the patient presented to the local emergency department and the system controller was producing a backup battery fault alarm. The patient was reportedly asymptomatic. Log file analysis performed by the manufacture's technical services representative confirmed that a backup battery fault alarm was observed on (B)(6) 2016 shortly after midnight. The customer confirmed that the backup battery had expired. The customer performed a system controller exchange due to cosmetic damage on the power leads. The backup battery was discarded.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. This complaint was originally thought to be part of the correction for the backup battery fault advisory alarms due to an expired battery; however, review of the submitted log file found that the system controller was incorrectly set to the year 2017 and the backup battery was not expired. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00 am midnight on the first day of the month in which the backup battery reaches its expiration date. The system controller and backup battery were not returned for evaluation. The report of the backup battery fault alarm was confirmed based on the evaluation of the submitted log file. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00 am midnight on the first day of the month in which the backup battery reaches its expiration date. Upon review of the submitted log file, it was observed that the system controller clock was incorrectly set to a year ahead (2017) of the current year (2016). The submitted log file showed that the backup battery fault alarm due to expired battery was activated on 09/01/2017. Device history records showed that the backup battery shipped with (B)(4) would have expired on 09/01/2017 had the clock been set to the correct date. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.